Event description:
The customer stated that a falsely elevated prostate specific antigen (psa) result was obtained on a patient sample on an atellica im 1300 instrument. The result was reported to the physician who did not question the result. Per laboratory protocol, the sample was repeated three times on the same instrument a week later and the repeat results recovered lower than the discordant result and an amended report was provided to the physician(s). The patient underwent a follow up positron emission tomography (pet) scan. There are no reports of adverse health consequences due to the elevated atellica im psa result.

Manufacturer narrative:
An outside the united states customer stated that a falsely elevated prostate specific antigen (psa) result was generated on a patient sample on an atellica im 1300 instrument. The repeat result of 0.04 ug/l was reported as the correct result to the physician(s). The quality controls (qc) were acceptable prior to sample processing. Sample was a primary serum tube and was full and clear. It was not recentrifuged for the reruns. It was stored at 2-8 degrees c after initial analysis until rerun. Blood collection was performed at 15:18 on (B)(6) 2022 and sent on to laboratory. The serum tube was allowed to clot. After which point, it was centrifuged for 10 minutes @ 3000g @ 15-25 degrees c. The interpretation of results section of the atellica im total(psa) instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00251 on aug 18, 2022. Sep 15, 2022 and sep 16, 2022 additional information: an outside the united states customer reported a false high (0.30 ug/l) prostate specific antigen (psa) result on a 67-year-old patient when tested with atellica im 1300 instrument, reagent lot 321. The initial result was reported to the physician(s) and the patient underwent a positron emission tomography (pet) scan. A week later, the laboratory repeated the same sample three times on the same instrument and with the same psa lot, and the repeat results recovered lower (0.03 ug/l / 0.04 ug/l / 0.04 ug/l) than the initial result. Siemens reviewed customer's calibration and it was valid and comparable with release while quality control recovery was within ranges according to the region. Siemens reviewed the sample and reagent probe trace files and there is no indication there were any anomalies during the processing of the sample with the sample and reagent probes. While there is insufficient information to determine the cause of the initial false reactive result, siemens cannot rule out pre-analytic factors as a possible cause. Pre-analytic factors and/or sample handling leading to particulate matter cannot be ruled out as the causative agent for the initial high result. No product performance issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.